Event description:
The manufacturer received information from uno legal litigation in reference to a repaired/ recertified dreamstation CPAP with an allegation of asthma (new or worsening) and cancer. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer received information from uno legal litigation in reference to a repaired/ recertified dreamstation CPAP with an allegation of asthma (new or worsening) and cancer. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation. Section h6 updated in this report.